Event description:
It was reported that a pt underwent a gynecological procedure on an unk date. During the procedure, the device would not rotate when activated. The customer removed the disposable from the connection and noticed the end was chewed up. The customer switched to a second motor drive unit and the case was completed with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.